Event description:
It was reported the patient had a urinary tract infection and noted hospitalization. It was reported there was not a visit to the hospital and there was a urinary tract infection.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04a8q, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).